Manufacturer narrative:
(B)(4). The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the tip was drilled and bent and the device failed the cutter insertion as the cutter could not be fully inserted into the device. It was further observed that the nose cone could not be disassembled from the threaded tube. It was determined that the bent and drilled tip was caused by the cutter device being improperly loaded into the attachment device and then installed onto the drill device. The cutter did not seat properly in the locking chamber. The attachment device was forced into position which placed the distal tip of the cutter in compression. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to component damage from normal use and servicing over time and by user error (bent and drilled tip). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the tip was bent on the craniotome device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.